Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. No serial number provided.

Event description:
It was reported to philips that the device failed the etco2 calibration. There was no reported patient involvement/adverse patient impact.